Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black dot inside a circle on the insulin pump screen. The customer's blood glucose level was unknown. The customer reported that the battery compartment and broken clip rails has a crack on it. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.